Event description:
Related manufacturer report number: 3006705815-2022-00979, 1627487-2022-01078. It was reported that patient experienced ineffective stimulation because therapy was turning on by itself. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.